Manufacturer narrative:
This report is submitted on december 13, 2019.

Event description:
Per the clinic, the patient developed an infection and subsequently underwent revision surgery (date not reported) in order to clean the site. During the procedure, the was discovered that the infection was serious, resulting in the decision to explant the cochlear implant. Reimplantation is not planned as the inner ear is no longer suitable for implantation. It is unknown whether the infection was device related.

Manufacturer narrative:
It was reported the infection was not device related. This report is submitted 15 january 2020.

Manufacturer narrative:
This report is submitted on january 29, 2024.